Event description:
The customer reported a coulter lh 780 hematology analyzer generated voltage errors. There were no erroneous results associated with this event. Patient treatment was not impacted as a result of this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the diluter 1 card to resolve the voltage errors. Afterwards, the instrument generated reticulocyte and hemoglobin (hgb) background failures. The fse then changed the latron reagent and reinstalled the diluter 1 card to resolve the background failures. (B)(4).